Event description:
This patient was admitted to the hospital with a chief complaint of positive stress test. The patient was currently taking aspirin. The patient was taken electively to the cardiac cath lab, where angiography revealed three lesions: a previously treated, 90% lesion in the mid-rca, with timi 2 flow; a de novo, 95% bifurcating rpl; and a de novo 95%, bifurcating pda. A bolus of heparin was administered via IV. A loading dose of 300mg plavix was also administered. There were no difficulties in accessing or wiring the vessel noted. The bifurcation of the rpl and pda was predilated with a 3.0 x 8mm voyager balloon inflated to a maximum of 12 atms. A 3.0 x 18 cypher stent was directly stented within the mid-rca. Then a 3.0 x 23mm cypher stent was deployed within the 1st rpl and a 3.0 x 8mm cypher stent was deployed to the pda, all with satisfactory results. The stent was not post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on aspirin and plavix.